Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "he has neuralgia and suspected that this incident is associated with the use of device". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging "he has neuralgia and suspected that this incident is associated with the use of device". Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. During a good faith effort to retrieve the device for evaluation new information was received. Additional information received from the patient indicates black particles " are found in the water". The device has not yet been returned to the manufacturer for evaluation. The device, when returned, will be inspected and supplemental follow-up report will be filed. The manufacturer's investigation is ongoing.